Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 15-apr-2024, it was reported that from (B)(6) 2023 to (B)(6) 2024, the patient experienced that the patient's infusion set fell off during use. The blood glucose level of the patient at the time of event was 170 - 215 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.

Manufacturer narrative:
Device 1 of 5.